Manufacturer narrative:
Investigation is not yet complete. Upon completion, the information will be provided in a supplemental report.

Event description:
The customer reported a false negative test result with the binaxnowcovid-19 ag card performed (B)(6) 2020. The kitted nasal swab was used to collect sample from both nostrils. Immediately following specimen collection, six drops of extraction reagent were added to the top well of the test card and the swab was inserted. Fifteen minutes later, the negative test results were read. Repeat testing was not performed. Confirmation testing on nasopharyngeal swab with pcr performed (B)(6) 2020 generated positive results (CT value not provided). The customer confirmed there was no death or serious injury based on the binaxnow covid-19 results. The customer stated there was no treatment impact or delay based on the binaxnow covid-19 results. The symptomatic patient was tested during routine employee testing. No additional patient information, including treatment and outcome, was provided. Negative results should be treated as presumptive and confirmation with a molecular assay, if necessary, for patient management, may be performed. Negative results do not rule out sars-cov-2 infection and should not be used as the sole basis for treatment or patient management decisions, including infection control decisions. Negative results should be considered in the context of a patient's recent exposures, history and the presence of clinical signs and symptoms consistent with covid-19. Due to the risk of a false negative result potentially leading to no or delayed treatment, this event shall be considered reportable.

Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 129723 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing batch records and quality control release testing for kit part number 195-000 / lot 129723 and test base part number 195-430h / lot 128462a were reviewed. This lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 129723 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4), inc. Was unable to determine the exact root cause of the reported issue. The available evidence suggests that this device lot is performing within the statements made within package insert related to % test agreement with the expected results by sample concentration.

Manufacturer narrative:
Correction/additional information to root cause: abbott diagnostics (B)(4), inc. Was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific employee sample.